Event description:
Info received indicates the left intermediate siderail is not latching.

Manufacturer narrative:
The tech found the siderail latch plate was bent, preventing the siderail from latching. The tech straightened the latch plate to repair the bed.